Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported per the customer's "veritas" report: "hang the magnesium around 1:37pm and informed the pt to finish after 2 hours, but after 35 mins the pump beep and my co nurse checked it and it is already consumed even the normal saline 250 and magnesium is secondary. We even double checked the rate, but it is correct. Pt complaint only of pain on the site and nothing else. I let the provider, pharmacy and my case manager". The customer did later mention that there was no patient harm noted with the event.

Manufacturer narrative:
Correction : it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-62968 is a concomitant. The device was affected due to the issue observed on the suspect device captured in manufacturer report number 2016493-2025-62967.

Event description:
It was reported per the customer's "veritas" report: "hang the magnesium around 1:37pm and informed the pt to finish after 2 hours, but after 35 mins the pump beep and my co nurse checked it and it is already consumed even the normal saline 250 and magnesium is secondary. We even double checked the rate, but it is correct. Pt complaint only of pain on the site and nothing else. I let the provider, pharmacy and my case manager". The customer did later mention that there was no patient harm noted with the event.